Event description:
It was reported that arctic sun device had no flow or inlet pressure. It was stated that the circulation pump was bad, and the system hours were 3917. They recommended for 2000-hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had no flow or inlet pressure. It was stated that the circulation pump was bad, and the system hours were 3917. They recommended for 2000-hour preventive maintenance. Per sample evaluation results on 13oct2023, it was reported that the right drain valve was not draining and test mixing pump was installed to cool. The device went through the pm program.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted during decon that the unit needed to be primed to fill. Circulation pump was serviced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.